Event description:
Additional information was received from the patient. It was reported that the battery in the patient's hip area had died and was replaced. It was working pretty well as of 2016-dec-02.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that their old implantable neurostimulator (ins) hadn¿t worked in ¿more than a year.¿ it was stated that their ins was replaced 2 days ago on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for post-laminectomy pain reported their device hadn¿t worked in ¿more than year¿ resulting a loss of stimulation. It was noted the consumer didn¿t recall any codes/warning on their programmer or recharger, and was looking for information to see if they needed to have the device removed. The healthcare provider (hcp) later reported they hadn¿t seen the consumer since (B)(6) 2013 but were going to try and gather further information about the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.